Manufacturer narrative:
B3/d10: event date: it was stated that the issue was discovered over the past two months - from march 2024 to april 2024. E1: initial reporter phone no. (B)(6). H10: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) minicap transfer sets leaked around the twist clamp and had a connection issue described as ¿did not allow the catheter to be pushed in¿. It was reported that ¿there was no damage to the catheters in anyway nor where the catheters replaced¿ and they ¿fit to a different transfer set¿. Therefore, there was no allegation against the adapter. This was identified during unspecified steps of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: it was reported that there was no connection issue on the transfer sets. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.